Event description:
It was reported that the male luer of a clearlink solution set would not connect to an unknown catheter. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The male luer diameter was measured and found to be within specification. Functional testing was performed, and the device was checked for flow, leaks, and separation. The sample primed and flowed normally. The male luer functioned as designed with no leaks or separation noted. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.